Event description:
It was reported that the patient had inappropriate shocks due to t-wave oversensing via reduced intrinsic complexes. There was an untreated episode due to noise. Technical services reviewed the electrograms and advised some testing options. There were no additional adverse patient effects. The system remains implanted.